Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a broken occluder foot beneath the twist clamp was observed. Clear passage testing was performed and no issues were observed. Leak and clear passage testing were performed and an internal leak through a closed clamp was observed. No external leak was observed. The reported condition was verified. The broken occluder foot is the cause of the leak, fluid flow through the set. The cause of the damaged/broken occluder foot is undetermined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed; further described as ¿the switch of mini transfer is very tight, but the medicine still flows from the patient connector." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.